Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "black spot" was observed inside the access header of a revaclear 400 during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 h11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a particle in the area of the header cap. It cannot be determined whether the particle is inside or outside of the end cap, or if it is embedded or free floating. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.